Event description:
The pt experienced unintended decannulation while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcome.

Manufacturer narrative:
The caregiver advises that the event occurred with a 240 device that was washed and re-used. Dale medical products labeling cautions the user: "do not wash". "Use in supervised care setting only. Monitor to prevent unintended disengagement." Furthermore the caregiver states that her son is very active. He occasionally pulls out the trach tube (decannulates) on purpose when frustrated, although she states that this was not the case for the reported event.